Manufacturer narrative:
The device was not returned to the manufacturer; therefore a device evaluation could not be performed. Based on the information provided, the root cause of the complaint cannot be determined.

Event description:
It was reported that an attempt was made to reposition the second coil. During retraction of the coil, it stretched and detached in the artery. The detached coil segment was removed from the artery with a lasso retrieval device. There was no reported patient injury.